Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination (details not provided), which caused peritonitis (diagnosed on (B)(6) 2012). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. It was reported the patient was re-trained on proper aseptic procedures.

Manufacturer narrative:
Complaint no: (B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed, because it was reported that there was a breach in aseptic technique, described as patient made a mistake/touch contamination, which caused peritonitis; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.